Event description:
It was reported that the patient's right ventricular lead perforated into the pericardium. Low pacing impedance was also noted. The reported lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.